Manufacturer narrative:
It was reported that unspecified bd infusion set had flow issuesthe following information was received by the initial reporter with the following verbatimit was reported by customer that the unit started to backflow.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the unit started to backflow.

Manufacturer narrative:
The customer returned the pcu, pump module, and pca module under associated pump complaint pr 13817750. There was no tubing returned, which this complaint pr is for. Without the tubing, there is no investigation to be conducted on the reported back flow issue within the set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.a device history record review was not performed as the lot number is "unknown" for this complaint.